Manufacturer narrative:
Explant due to valve failure was reported. Information from the field indicated that the valve had been in the patient for 19 years. The device was returned to abbott for analysis, and the investigation showed an intact sewing cuff with freely mobile mechanical leaflets, fibrous pannus on the inflow surface narrowing the diameter to 15 mm, and no material within pivot recesses. Histology revealed fibrous tissue with chronic lymph histiocytic inflammation and no acute inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not conclusively be determined. Per the information available abbott cannot further speculate on the cause of the fibrous pannus in growth and health impact of the surgical intervention.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2006, a 27 mm sjm masters series mechanical heart valve was implanted during aortic valve replacement procedure. On (B)(6) 2025, the valve was explanted and a non-abbott valve was implanted. The explanted valve had a slight pannus-like formation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.